Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were at the dentist for a loose crown and the tooth underneath had fractured. The tooth had to be extracted and they will have to get an implant. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.